Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified. Additional information was not provided.

Event description:
It was reported that the device received an ail error. The ail sensor was replaced and infusion was run, all tests were passed. No additional information was provided.

Event description:
It was reported that the device received an ail error. The ail sensor was replaced and infusion was run, all tests were passed. No additional information was provided.